Manufacturer narrative:
Product analysis: the balloon was returned with blood present in it. Balloon folds were open and residue was visible in the balloon indicating that the device was previously inflated. The device failed negative prep. A pinhole leak was found on the proximal working length of the balloon. The leak site had jagged edges and lead-in damage on the balloon material proximal to the leak site. (B)(4).

Event description:
It was attempted to use a solarice balloon dilatation catheter in a calcified lesion. The device was inspected before use with no issues noted. Negative prep/purging was not performed on the device prior to use. It was reported that the device only reached 2-3 bar on the first inflation before it burst. The physician completed the procedure with another solarice balloon. Please note that this device (solarice) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (euphora).